Manufacturer narrative:
(B)(4). Batch # m54e33. The analysis found that one ec45a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested and received: just for clarification, it was reported that the instrument failed. The instrument was reactivated, but there was no stapling. When to device failed, would it not fire (no staples deployed, no cut line started), if no, please explain: the failure occurred on the first shot, the cut line started by cutting the tissue that had occurred without clipping, there was no clip in the tissue and not in the cavity, nor the load fired.

Event description:
It was reported that during a gastroplasty with bypass procedure, the first stapling with blue load of 45 cm, in the instrument, failed. The instrument was reactivated, but there was no stapling. The doctor finished the procedure manually. There were no adverse consequences for the patient.